Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00277.

Event description:
Olympus received a voluntary medwatch report and the customer reported that during removal of a evis exera iii colonovideoscope out of the colon, the outer rubber protector fractured and caused a 40cm abrasion to the colon. Upon further follow up with the customer, it was reported that post-procedure upon removing the colonoscope from the colon, the patient experienced a laceration and a hematoma to the colon. The intended procedure was a diagnostic colonoscopy. The duration of the procedure and the patient's anesthesia was not prolonged. The reported problem did not affect the outcome of the procedure, no medical intervention was required, and the procedure was completed as planned with the same device. The device was inspected prior to use per the instructions for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section cover (a-rubber) was damaged, which caused/contributed to the reported event. However, since the subject device was not returned to olympus for evaluation, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿preventative measures: important information ¿ please read before use: warnings and cautions.¿ this supplemental report includes additional information received from the customer. B5 has been updated accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was provided by the customer: the exact size of the laceration and hematoma to the patient¿s colon is unknown. However, it was confirmed that the hematoma and the laceration resolved on their own with no further treatment needed. Also, the patient did not require a follow-up exam.